Event description:
This is report 1 of 3. It was reported that the patient experienced bacterial peritonitis coincident with automated peritoneal dialysis (apd) therapy. The patient was treated with unspecified antibiotics for peritonitis. The peritonitis resolved. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The onset of the peritonitis event occurred on an unknown date in (B)(6) 2013. A review of manufacturing records for potentially associated lots h13c18019 and h13b16015 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The patient was hospitalized for the peritonitis event.

Manufacturer narrative:
(B)(4).